Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during tka surgery the a piece of the journey dcf ap femoral cutting block size 7 broke off while impacting onto patients distal femur and fell onto the sterile drape. The procedure was completed without delay using a smith and nephew back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the device, used treatment, was returned for evaluation. A visual inspection confirms the cutting block is chipped, has burrs and deep gouges in the metal. A visual inspection also confirms one of the cutting block post tabs have fractured off. The broken piece was not returned with the device. The device was manufactured in 2014. The device exhibits signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.